Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the withdrawal, the catheter was stuck in the lesion when it was automatically withdrawn. The device was removed as a whole together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the withdrawal, the catheter was stuck in the lesion when it was automatically withdrawn. The device was removed as a whole together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.